Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Pertains to the ins (s/n: (B)(4)).

Event description:
The manufacturer representative (rep) reported that there was a power on reset (por) on a new implantable pulse generator (ipg). It was reported that the ipg could not be programmed with two different 8840 programmers and a por occurred. There was reported that a new ipg was used and the potentially defective ipg was read with two programmers. The new ipg was never implanted. The issue was resolved at the time of the report.

Manufacturer narrative:
Analysis of the returned neurostimulator model 97714, serial #(B)(4) showed that the power-on-reset (por) was confirmed on the clinician programmer when checked in for analysis. The por code was not reported when re-interrogated at check in. A review of the trace report revealed there were no por¿s logged but in the therapy avail diagnostic section three new entries had been logged. Analysis confirmed the reported therapy availability event anomalies and determined that the cause of the errors was due to random inaccuracies produced by the hybrids battery voltage (bv) measurement system. The failure cleared after removing the stacked chip scale package (scsp) from the hybrid while attempting to isolate it to the scsp. Due to the failure mode clearing during the analysis, the source of the erroneous bv measurements was not determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.